Event description:
Please see section h10 for the device investigation results.

Manufacturer narrative:
Investigation conclusion: the investigation found that no abnormality was observed during advancement or deployment of an in-house coil system through the microcatheter lumen during functional testing. The coil system used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint. The exact conditions of the reported event could not be replicated in the lab setting. The investigation of the returned microcatheter did not find any damage or other anomaly that would have caused or contributed to the reported complaint.

Event description:
It was reported that during an embolization of an intracranial aneurysm, the microcatheter was used to transport the coil; however, the support force was insufficient, resulting the microcatheter kick-back and drop when the coil was pushed, and the coil could not smoothly reach the lumen through the microcatheter entrance. The patient is reported to be fine and in good condition.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. This report addresses the second microcatheter. The first microcatheter is referenced under MFR report# 2032493-2024-00281.